Event description:
The facility contacted baxter (B)(4) technical services to report a clearlink system secondary medication set that had a kink. The malfunction was reported to have been found during infusion. There was a patient involved and there was a delayed treatment time due to the incident. However, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Additional information: a batch review cannot be performed since there was no lot number provided.